Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation regarding the chipped distal end and peeling of the coating on the connecting tube, the cause was due to damage to parts due to deterioration, deformation, or some kind of physical stress. The most probable cause of this complaint is an expected or random component failure without any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a chipped distal end and peeling of the coating on the connecting tube were found. There was no patient involvement.